Event description:
The patient's implantable neurostimulator had flipped in its pocket. The flip was confirmed and the ins was "too deep". A pocket revision was performed (B)(6) 2010. No patient symptoms or outcome were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).